Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/0; 6570-0-136;49552301; size 3 accolade ii 127 deg; 6721-0330;49291702; tritanium revision acetabular;509-02-56e;mnj42h; gap plate screws;2080-0030;mnl7dw; gap plate screws;2080-0035;mnkmav; gap plate screws;2080-0035;mnkmav. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to infection. Surgeon reported infection began at the site of a prior cervical fusion and migrated. Surgeon also cited patient's poor blood factors to be a contributor. Surgeon performed a head and liner exchange. Rep provided usage sheet from prior surgery (revision of a competitor hip) and reported that no further information will be released.